Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen was cracked and the user was unable to unlock the device after the protective case broke and the device was likely impacted while in a pocket, with blood glucose reportedly unaffected. Symptoms included no adverse clinical effects. Outcomes included continued therapy via backup plan when the cartridge became empty and continued cgm use. Investigation included verification of device information, shipping logistics for a replacement, and user guidance on data sync and device shutdown and inspection of the returned device. Investigation of this device revealed a damaged display and housing consistent with external physical impact, resulting in loss of user interface functionality. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.